Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that prior to use on a procedure, the spineplex-ce half dose twin package was found to be damaged. It was reported that the box had an unpleasant odor and that a liquid had appeared to leak out. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed that 1 of the 2 returned monomer ampoules was broken. Based on investigation, evidence suggests that the monomer ampoule was damaged due to exposure to excessive force during the shipping, transport & handling lifecycle of the product. The device has been scrapped by the manufacturer.

Event description:
It was reported that prior to use on a procedure, the spineplex-ce half dose twin package was found to be damaged. It was reported that the box had an unpleasant odor and that a liquid had appeared to leak out. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.